Event description:
It was reported that during a surgical procedure for a dental implant at the user facility, the drill was overheating. No medical intervention and no adverse consequences were reported with this event. Backup equipment was used to complete the procedure. During testing conducted at the manufacturer, it was discovered that the drill caused a bias current error to be displayed on the console.

Manufacturer narrative:
Due to a bias current error occurring during evaluation at the manufacturer, the customer's complaint regarding overheating could not be confirmed. However, the presence of corrosion in the device was identified as the probable cause of the bias current error as well as the overheating alleged by the customer.